Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. In addition to the reported in b5, the device evaluation found the following: the flexibility adjustment ring had a scratch, the right/left and the up/down knobs both had a scratch, the scope connector cover unit had a scratch, the scope connector case unit had a scratch, the plug unit had a scratch, the label on the scope connector was damaged, due to burn on the plastic distal end cover the insulation resistance value at the distal end did not meet the standard value, due to wear of the angle wire the bending angle in the down direction did not meet the standard value, the objective lens had a scratch, the bending tube was damaged, the connecting tube was snaking, and the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had loose cables. The issue was observed during reprocessing and there was no patient or procedure associated. The device was returned to olympus for a device evaluation and found the jet tube had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: per the response from the customer, the device was reprocessed before returning it to olympus, but it¿s unknown if the reprocessing steps at the material residue point deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the auxiliary water channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.